Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. In addition, the customer experienced battery issues. The customer declined to troubleshoot the battery issue. The customer's blood glucose level was 160 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged alarm 19 malfunction was verified. The alleged battery malfunction could not be verified.